Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03april2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilators display response is faulty. No patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR: 22jun2019. It was reported that the touchscreen assembly was faulty upon arrival at the customer's site. The touchscreen assembly was received for evaluation. Fi (failure investigation) was performed. The touchscreen assembly was installed in the fi test ventilator in an attempt to duplicate the reported problem. Calibration of the touchscreen successfully passed. The pin-to-pin resistances of the returned touchscreen were measured and all test successfully passed. The customer's reported problem could not be duplicated. There was no fault found on the touchscreen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.